Event description:
Healthcare professional reported via a company representative left side rupture and exchange from textured to smooth due to the patients¿ concern of the product. Device has been explanted and replaced. The device has been discarded.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported via a company representative left side rupture and exchange from textured to smooth due to the patients¿ concern of the product. Device has been explanted and replaced. The device has been discarded.